Event description:
It was reported the device was used suring a wedge recestion. One third of staple line had staple malformed at 1st firing and 2nd firing and it was opened. It was distal part. Another device was used to complete the case. No pt consequence.